Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and the alleged malfunction could not be duplicated. The se inspected the compressor compartment and reconnected all harness plugs to insure proper connections. The ventilator passed all the required testing.

Event description:
It was reported that a ventilator generated an error while transporting a patient. The patient was transferred to an alternate ventilator with no harm.